Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip cable frayed at the distal clevis hub. The cable segment stuck out at the instrument's wrist. The distal clevis hub did not exhibit any wear. Failure analysis investigation also found following additional damages: the grip cable was derailed at the distal idler pulley. The grip cable was seated on the outermost pulley and it was exposed on outside of the pulley. The yaw motion was non-intuitive as a result. Other cables at the wrist were not damaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the frayed cable and the additional finding of main tube material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, the wire near the end of the tenaculum forceps instrument was frayed. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.